Manufacturer narrative:
Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside 2 biohazard bags. The device was received with a bend on the strain relief and the distal flush tool (dft) positioned over the tip. The device was received with the thumbswitch positioned halfway between ¿on¿ and ¿off¿ position. The dft was retracted from the tip and it was found that the cutter was positioned approximately 16mm inside the tip. The thumbswitch was retracted to the ¿on¿ position and the cutter returned to the anchor pockets. A portion of pet material was also retracted into the cutter window. The thumbswitch was advanced but met resistance and the cutter would only advance approximately 19mm into housing possibly due to the cutter becoming caught on pet inside the housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat little calcified plaque in the mid superficial femoral artery (sfa). Vessel had little tortuosity and cto (chronic total occlusion-100%). A 6fr sheath was used. The vessel was post dilated. IFU was followed. It was reported that the cutter driver would not advance to close and shut off. Cutter driver/thumbswitch stopped functioning while in use in patient. Cutter was inside just enough to turn off motor. Cutter barely inside nosecone during removal from patient. Device was safely removed. No deformation noted on cutter. The procedure was completed by using another device. No patient injury.